Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, asystole event) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the traces on the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable. No adverse event resulted from the damaged response button. Mfg date: monitor sn - (B)(4) - 11/28/2018. Belt sn - (B)(4) - 12/22/2017.

Event description:
A us distributor reported that a patient was receiving a adjust belt messages and false asystole events. Additionally, it was reported that the patient's response buttons were not functioning.